Event description:
It was reported that an image quality issue occurred on the epiq cvx ultrasound system during an unspecified surgery and the procedure was stopped. A philips service engineer replaced the acquisition module to resolve the customer's immediate concerns. There was no patient or user harm associated with this event. No further information is available. Philips has started an investigation, and upon completion, a follow up report will be submitted.